Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# unknown serial# implanted: (B)(6) 2025. Explanted: product type lead product ID 978b128 lot# unknown serial# implanted: (B)(6) 2025. Explanted: product type lead h3: product returned and analysis anticipated but not yet complete medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient hit himself hard on a line of cars right at the level of the pacemaker and developed a hematoma on the pacemaker pocket, and since then the system has not worked. The problem was not solved by changing the ipg, so the electrode must also be changed.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implantable neurostimulator was implanted - out of service. It was replaced. Additional information was received. It was reported that despite replacing the ins, the patient believed that the error has not resolved. After the impact to their ins, the device apparently no longer worked. The ins was removed in (B)(6). It was unknown the cause.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, implanted: on (B)(6) 2025, product type: lead, product ID: 978b128, implanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned ins revealed that it passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient had the electrode changed on (B)(6) 2025. The electrode was discarded.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# unknown, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.